Manufacturer narrative:
The methods, results, and conclusion codes will be included in the final report.

Event description:
It was reported the patient's ipg became inoperable after the patient stopped charging. The patient requested their system be removed due to lack of need. Surgical intervention took place to explant the patient's system. Surgery addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.